Manufacturer narrative:
The t:slim cartridge instructions for use cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate after loading multiple cartridges with insulin. Tandem technical support reviewed pump logs and found that the customer had overfilled their first cartridge. There was no impact to the customer's blood glucose level.